Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose less than 40 mg/dl, lower than the meter could read, with shakiness and pallor. Patient required no unusual treatment. Customer support found that the pump was not calculating recommended bolus total correctly attributed the bg excursion to a history/settings issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/30/2016 with the following findings: testing was unable to duplicate the complaint. No meter was returned with the pump. The last bolus delivery was a 0.15u bolus on (B)(6) 2016 at 21:30. The last basal delivery was on (B)(6) 2016. Pump boots to verify screen with audible & vibratory features. Manually calculated an ezcarb and ezbg bolus; returned pump correctly calculated the same units. Pump¿s bolus calculation feature found to be functioning properly. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during the investigation. Unrelated to the complaint, the battery compartment is cracked above & below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.